Event description:
The reporter stated that the pt had a surgical procedure on (B)(6) 2010, using an advansys mid foot plating sys: medial lisfranc plate. On (B)(6) 2010, the pt had a second surgical procedure to perform a tendon plasty. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.